Manufacturer narrative:
Insulin pump received no button response due to lcd unlock keypad connector. Pump received with scratched lcd window. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with scratched reservoir tube window. Unit received missing end cap sticker.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding, even after removing battery for two hours and allowing insulin pump to rest turned off over night. Insulin pump will be replaced.